Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in 2007 the right atrial (ra) lead lead exhibited "chatter.' The lead was buried and replaced. No patient complications have been reported as a result of this event. Approximately 11 years later, the patient's entire system was explanted and replaced. During extraction of the leads, all of the leads had retraction issues with the helix. All of the lead were eventually able to be laser extracted. During extraction of the ra leads, there was difficulty extracting the leads due to significant fibrosis under the clavicle. Traction of the two leads did free each from the right atrium, but the traction was noted to cause partial unraveling of the leads. The ra leads were eventually able to be extracted with an outer sheath. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. If information is provided in the future, a supplemental report will be issued.